Manufacturer narrative:
(B)(4).

Event description:
It was reported that decreased r-wave amplitude, episodes of non-sustained oversensing, crosstalk, and far-p oversensing were observed. The device was explanted and replaced.